Event description:
In late 2008, the patient's wife reported that the patient has been hospitalized since two days prior, due to a heart attack. The wife reported that the infusion device has been displaying recurring e6 (mechanical) errors, has a shortened battery life, and there is condensation in the cartridge compartment. The patient's blood glucose elevated to over 600 mg/dl on 3 separate occasions. Each time the infusion device displayed an e6 and turned off. The patient is paralyzed and "almost blind" and the issue was not discovered until his wife returned home from work. Symptoms of elevated blood glucose are increased thirst and urination. The first e6 error was displayed 1 month ago and has occurred 3 times since. The wife stated that the piston rod "would get stuck" while trying to extend it following an e6 error. She stated that the approximate battery life is 2 weeks. She did notice moisture in the cartridge compartment 1.5 months ago. She stated that she does not attach the infusion tubing or adapter to the insulin cartridge prior to insertion into the infusion device. The patient switched to his backup infusion device 3 weeks ago and his blood glucose has ranged from 100-130 mg/dl since that time. She stated that the battery has been in use in the backup infusion device for 3 weeks. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.